Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Roze lift (B)(4). Lift will not go up down. Actuators need replaced.

Event description:
(B)(4) lift (B)(4) lift will not go up/ down. Actuators need replaced.

Manufacturer narrative:
Product was returned and evaluated. Team was unable to test and verify alleged failure of actuator because they are not set up or able to test for underload.